Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the <<description>> for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that, a lead safety switch (lss) was triggered two times on this cardiac resynchronization therapy pacemaker (crt-p) due to high pacing impedance out of range on the right ventricular (rv) lead. The technical services (ts) recommended to program to unipolar pacing, bipolar sensing and keep monitoring for changes in unipolar impedance or signs of noise. This crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that, a lead safety switch (lss) was triggered two times on this cardiac resynchronization therapy pacemaker (crt-p) due to high pacing impedance out of range on the right ventricular (rv) lead. The technical services (ts) recommended to program to unipolar pacing, bipolar sensing and keep monitoring for changes in unipolar impedance or signs of noise. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that, a lead safety switch (lss) was triggered two times on this cardiac resynchronization therapy pacemaker (crt-p) due to high pacing impedance out of range on the right ventricular (rv) lead. The technical services (ts) recommended to program to unipolar pacing, bipolar sensing and keep monitoring for changes in unipolar impedance or signs of noise. This crt-p remains in service. No adverse patient effects were reported.